Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. Pd therapy was ongoing. The patient was treated with vancomycin injection (1 gm, every 5th day, ongoing, route and duration were not reported), amikacin injection (250mg, every day, ongoing, route and duration were not reported), and ceftazidime injection (1gm, everyday, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.